Event description:
It was reported that right ventricular pacing inhibition was exhibited on this device. This device was subsequently explanted. Another device was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This device has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.